Event description:
A 3rd party acting on the manufacturer¿s behalf reviewed an internet forum, and it was reported by an anonymous individual that they got permanent vocal cord damage. No additional relevant information has been received to date.